Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported issue was confirmed and replicated. Error was found in system logs indicating node does not present at startup confirming the fault occurred in the field. The usm was then installed onto a test system where the check all boards present was found to be failing on the axes controller spar (acs) board. Once testing was completed, the acs board was further tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the acs board was found to be the root cause of the reported event.